Manufacturer narrative:
This supplemental report is being submitted to provide additional information. From the device inspection result, it was confirmed that the igniter unit and power supply unit were out of order. Therefore, it is possible that the examination lamp did not light up due to a failure of the igniter unit and the power supply unit. From the date of manufacture of the device, the igniter unit and power supply unit may have failed due to deterioration due to long-term use. In addition, from the device inspection result, it was confirmed that deterioration of the diaphragm caused a malfunction in brightness adjustment. Deterioration of the diaphragm may have been caused by long-term use from the date of manufacture. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following: sometimes the device couldn't turn off due to the power switch failure. There was rattling when connecting due to wear of the output socket. The amount of light decreased due to the outgassing of the xenon lamp. The rubber of the foot was worn. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the examination lamp of the device was not lit up. Then, olympus inspected the device at olympus service operation repair center (sorc) and found that the examination lamp did not light due to a failure of the igniter unit and converter unit. In addition, deterioration of the diaphragm caused a malfunction in brightness adjustment. There was no report of patient injury associated with the event.